Event description:
It was reported the introducer sheath leaked at the valve. No pt injury reported.

Manufacturer narrative:
Three 8f fast-cath introducers were received for eval. The returned devices were labeled a, b, and c for eval purposes. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Functional testing of the three returned introducers revealed the device labeled c leaked during testing. Additional investigation revealed the leak was caused by a tear in the seal. However, it is uncertain what caused the seal to tear. No anomalies were noted with device a or b.